Event description:
Patient states he rolled into elevator at his apartment, turned around to sit on walker and caster came off.

Manufacturer narrative:
Patient uses rollator as a transportation device, even though he has a wheelchair available to him. He transports himself over a variety of surfaces. Multiple medical diagnosis contraindicate use of rollator.